Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-dec-2016, UDI#: (B)(4). Analysis of the returned catheter is not yet complete as of the date of this report. A follow-up report will be submitted upon completion of analysis. The pump was not returned as it was discarded by the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that at the time of replacing the pump on (B)(6) 2022, liquid leakage was confirmed from the connection part between the [old] pump and the pump connector. It was stated there was liquid leakage with the old pump connector and the old and new pumps, but there was no liquid leakage with a new pump connector and the old and new pumps. Due to this, it was judged there was a problem with the old pump connector. There were no reported symptoms. The pump connector was replaced and would be returned. Further complications were not reported. Additional information was received. The patient was receiving gabalon at 25 mcg/day. The outcome was "recovered" as of (B)(6) 2022. It was reported effect was observed without deterioration of spasticity control [after replacement].

Manufacturer narrative:
H3: analysis of the catheter identified that the seal of the connector had detached had from the titanium housing, and leaks were observed during leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter h3: the catheter was returned and analysis found that the seal inside the cup of the connector was malformed. Visual inspection of the sutureless connector (sc) identified a detached seal and leaking in the cup of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B1 correction: the initial report indicated adverse event and product problem in error, and has since been corrected in this report to indicate product problem. B2 correction: required intervention to prevent permanent impairment or damage was previously selected in error. H1 correction: the type of reportable event previously indicated serious injury in error, and has since been corrected in this report to indicated a reportable malfunction. H6 correction: the previously applied annex f code f1905 was applied in error. Annex f codes f11 and f15 were not previously indicated in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.